Event description:
Sterile back table pack opened, small piece of cardboard in the pack. Set up thrown away. Second pack opened and another small piece of cardboard was present within the pack. Third pack opened and examined, no cardboard present. Lot number was the same for both packs. Device: 1421; 2969. Patient: 4582. Reference: mw5187780.